Event description:
The operator attempted closure of an arteriotomy site with the starclose device following an unk procedure. When pulling out the wire and dilator, there was a stream of blood that hit the operator in the face from the side and entered the eye. Hospital protocol was followed and the operator was tested for hiv and hepatitis. The patient was tested as well.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.